Event description:
It was reported that during an orthopedic knee surgery the surgeon experienced when the impactor was struck (with moderate force), the impactor tip broke into two pieces. The surgeon was able to use the 42mm tip to complete the seating of the humeral liner. Both fragments were retrieved. The delay was only a minute or two and the patient was not adversely affected. The sales representative was present at the surgery, the surgery continued and was completed without additional issues. There was no delay of surgery and there was no patient injury, adverse event, or clinical consequence to the patient. No additional information was provided by the reporter related to this event.

Manufacturer narrative:
(B)(4). The device was received for analysis. Design: this design has been in the field since 2006. Exactech has received 4 similar complaint reports involving this device since 2008. Because this instrument is used in reverse total shoulder surgeries, the sales data for humeral liners was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Manufacturing: exactech has not received any other complaint reports involving parts from this manufacturing lot, which has been in the field since 2016. Therefore, this issue does not appear to be manufacturing-related. Risk management: a review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this impactor tip, 750-2005-021-rmr rev m, was reviewed. The risk is captured in row 17.a review of the risk management report (rmr) and risk assessment and controls report (racr) was conducted to ensure the risk was included and the occurrence is below the threshold. Most likely cause: the broken impactor tip was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation and ultimately the fracture of the device. All other aspects of the device appear unremarkable and consistent with years of use. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or design issues, nor did it lead to any patient impact. An investigation was conducted that the most likely root cause of the device breakage reported in this event was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimately the fracture of the device. Attempts have been made for additional information without success. No additional information was provided by the contacts related to this event. No additional attempts will be made for information regarding this event.